Event description:
It was reported by service report that the customer alleges that the foot end is stuck. The lift cannot be electronically lowered to the lowest position. No pt involvement or adverse consequences are reported.